Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Representative reported that a patient's pump was replaced due to unrelieved spasticity and underinfusion volume discrepancies. Originally, representative contacted technical solutions to report an underinfusion volume discrepancy. The expected volume was 3ml and the actual aspirated volume was 20ml. A cap study was performed by the physician, who stated that that aspirating from the cap was "sluggish", but injecting the dye into the cap was smooth and showed the catheter as patent. Months later, a catheter revision was performed on the patient's catheter as it was determined that the catheter was kinked in two places. After the revision, additional underinfusion volume discrepancies were observed and the patient's pump was replaced and returned. The patient is reported to "be doing great" since the replacement. MFR 3010079947-2020-00356 was opened to address the catheter revision.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Segments of catheter were also returned with the pump, which were all determined to be patent. No issue was found with the device during investigation. Internal complaint number: (B)(4).